Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected shock impedances greater than 125 ohms on this right ventricular lead. The device was programmed from the triad to rv to can configuration with impedances ranging from 53-61 ohms. Technical services discussed troubleshooting options. The physician did not want to perform defibrillation threshold testing due to the patient's age and condition. Instead, it was elected to continue to monitor the issue. No adverse patient effects were reported with this issue.

Manufacturer narrative:
All available information indicates that these products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.